Event description:
It is reported that a revision surgery is pending due to the bone cement not properly securing the implant to the bone.

Manufacturer narrative:
This bone cement is mfg at heraeus medical and distributed through zimmer orthopaedic surgical products. Eval summary: the batch was found to be within the range of spec. Heraeus reviewed the batch identified within the complaint and found it to be within the range of spec. The mfg protocol was also reviewed and no discrepancies could be identified. The exact cause of the event cannot be definitively determined. Eval: no product was returned. It is not suspected that the product failed to meet specs. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.